Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 278 and blood glucose was 182 mg/dl. Customer reported that in the morning blood glucose was 423 mg/dl and pump read 150. Customer also reported to have trouble with serter. Customer was assisted and advised that sensor would be replaced.